Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined that there was oversensing of noise resulting in an inappropriate shock. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.